Event description:
It was reported that the patient had the artificial urinary sphincter 4.5 cm cuff removed due to incontinence as the cuff was not coapting. The physician indicated that after dissecting down to the urethra and remeasuring, the cuff was too large. A new artificial urinary sphincter 4.0 cm cuff was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.